Event description:
Customer reported intraoperative interruptions. Device returned for service.this is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned and the reported condition was not duplicated or confirmed. An assignable root cause is undetermined. The device was exchanged and the replacement sent to the customer on (B)(4) 2013. Placeholder.